Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error alarm as well as no delivery during bolus then got a motor error alarm. Customer¿s blood glucose was 350 mg/dl. Customer stated that the act button was slow to respond. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will not be returned for analysis.